Manufacturer narrative:
(B)(4). The actual complaint product has been returned and is being evaluated. The device history record for the lot number, aa5180n19, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving one patient. This is the fourth of four reports. Refer to 9611594-2016-00023 for the first report. Refer to 9611594-2016-00024 for the second report. Refer to 9611594-2016-00025 for the third report. It was reported by a nurse that, the last three transgastric-jejunal feeding tubes put in a patient the gastric-port leaked almost immediately. The nurse vents the gastric port when feeding overnight, otherwise the gastric-port is closed. On (B)(6) 2016, the transgastric-jejunal feeding tube was replaced again (fourth device) because it was coiled in the patient stomach and leaked like the gastric-ports. There was no injury reported to the patient. The date of event for first, second, and third devices are unknown. Additional information was received on 02-feb-2016 that states the device was replaced on (B)(6) 2016 (third device) and the original placement of the device was on (B)(6) 2015 (third device). The patient is currently stable and no injury occurred. No further information provided.

Manufacturer narrative:
The sample was returned for evaluation. The molded head, tube and balloon appears to be discolored with foreign substances on the exterior and in the interior of the device. The original packaging was not returned with the device. The gastric port was examined. There is no visible dried matter inside the gastric port or in the anti-reflux valve slit. When reviewing the opening of the anti-reflux (arf) valve under magnification, the slit of the arf valve appeared to be in an open position. Using a syringe filled with water (by hand), the gastric lumen was pressurized through the skives from the distal end and there was leakage through the arf valve in the gastric port. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).